Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy. According to the reporter: used tri 45 purple to resect the middle lobar bronchus. After the procedure was done, bleeding was found from bronchial stump. The patient was then intubated again. The last patient status is reported as under observation. No additional tissue resection needed. No tissue damage no. Nothing fell into the cavity. No surgical time extended by more than 30 minutes due to the product problem. I.e. An extension of the hospital stay, infection, etc.: no.